Event description:
The user facility reported that the device overheated, although requested, no information was available regarding how the issue was noticed or if the procedure was completed successfully. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.